Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by an administrator that the patient complained of loose port on power source 1 the port is loose in the casing. They are unsure how the damage occurred and deny using excessive force when making power connections. The controller was exchanged and the patient tolerated it well.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection as a result of power source port 1 connector found loose with the o-ring gasket displaced from the controller housing and the o-ring gasket on power source connector 2 was found displaced, but the connector was not loose. The issue with loose connectors is currently being investigated. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process; however, this issue is still being investigated. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.